Event description:
A malfunction was reported. Customer¿s blood glucose (bg) level was 520 mg/dl. Elevated bg was address by a correction bolus via the pump and did not require assistance from a third party. Reportedly, the customer continued to use pump for insulin therapy.